Event description:
It was reported by the customer that their insulin pump was not working. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Assisted customer with correcting amounts and advised to monitor device. Customer's blood glucose level was 217 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.